Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4) on 13-jan-2022. This spontaneous case was reported by a consumer and describes the occurrence of multiple allergies ('recurring allergies') in an adult female patient who had essure (batch no. 927079) inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced multiple allergies (seriousness criterion medically significant), rhinitis allergic ("allergic rhinitis"), dyshidrotic eczema ("allergic dyshidrosis"), arthropathy ("joint problems") and memory impairment ("impaired memory") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the multiple allergies, rhinitis allergic, dyshidrotic eczema, arthropathy, weight increased and memory impairment had not resolved. The reporter provided no causality assessment for arthropathy, dyshidrotic eczema, memory impairment, multiple allergies, rhinitis allergic and weight increased with essure. The reporter commented: since placement of the implants, I have suffered from joint problems, recurring allergies (rhinitis and dyshidrosis), weight gain, impaired memory, etc. A technical investigation will be conducted, including a batch review and review of complaint records and records of non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 13-jan-2022. The most recent information was received on 20-jan-2022. This spontaneous case was reported by a consumer and describes the occurrence of multiple allergies ('recurring allergies') in an adult female patient who had essure (batch no. 927079) inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced multiple allergies (seriousness criterion medically significant), rhinitis allergic ("allergic rhinitis"), dyshidrotic eczema ("allergic dyshidrosis"), arthropathy ("joint problems") and memory impairment ("impaired memory") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the multiple allergies, rhinitis allergic, dyshidrotic eczema, arthropathy, weight increased and memory impairment had not resolved. The reporter provided no causality assessment for arthropathy, dyshidrotic eczema, memory impairment, multiple allergies, rhinitis allergic and weight increased with essure. The reporter commented: since placement of the implants, I have suffered from joint problems, recurring allergies (rhinitis and dyshidrosis), weight gain, impaired memory, etc. Lot number: 927079, manufacture date: 2011-12, and expiration date: 2014-12. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 20-jan-2022: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.